Manufacturer narrative:
Complainant/facility: (B)(6). Ev607 (lot: 111201): evaluation of this device indicated that the blades were blunt and the peek skirts were damaged. The blades needed to be sharpened and the plastic skirts were most likely damaged after impact. Cev607 (lot: 120402): evaluation of this device indicated that the blades were blunt and the plastic skirts were damaged. The blades needed to be sharpened and the plastic skirts were most likely damaged after impact. Cev10395r: no problems were observed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Three devices [cev607 (qty 2) and cev10395r] were returned for repair to mxi service and repair.